Event description:
Customer reported experiencing low blood glucose levels in the 70 mg/dl range. Customer had two units of active insulin on display. He drank apple juice before going to bed to ensure he would not go. Customer went low and was taken to the hospital. Customer stated he might have given himself to much insulin and he did not stop the insulin pump. Customer's blood glucose was 30 mg/dl, treated with glucose gel. Customer was admitted the first week of (B)(6). Troubleshooting was performed on the device. The drive support cap was reported normal. Customer does not recall blood glucose at the time of admission. Customer was shaking and convulsing. Customer was disconnected during prime process. Customer uses rapid acting insulin and concentration was 100 units. Settings were correct. The device was not exposed to an MRI. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.